Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl and 118 mg/dl. The customer was treated with carbohydrates. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.